Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 3.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced infusion set cannula kinked event on (B)(6) 2024 with three sets. The symptoms of the events were noticed within three hours of insertion made at abdomen. Company do not see bent as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.